Event description:
Per the audiologist, clinic testing done in 2007 showed five short circuit electrodes. The short circuit electrodes were deactivated in the pt's sound processor program. The results of an integrity test done on the following month were consistent with normal receiver/stimulator function with multiple electrode anomalies. Results of an second integrity test done on four months later showed no significant changes. The pt was reportedly doing well. In 2008, the pt reported that his performance with the cochlear implant system had decreased. Results of an integrity test were consistent with normal receiver/stimulator function with multiple anomalous electrodes. Explantation/reimplantation is scheduled for approx three and a half months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.